Event description:
The customer reported the system was producting gray images that were lacking in image detail. The systems' use was terminated. This issue will cause the system to be unusable due to the inability to see the live image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply, video board, generator drive board, and the high voltage regulator were replaced during the service call. The system was tested and found to be working as intended and put back into service.